Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') and oophorectomy ('oophorectomy') in a 37-year-old female patient who had essure (ess205) (batch no. 623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation tests." The patient's concurrent conditions included obesity, ovarian cyst, incisional hernia, klebsiella pneumoniae pneumonia, asthma and headache. Concomitant products included hydromorphone hydrochloride (dilaudid). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"), 1 year 11 months after insertion of essure (ess205). In (B)(6) 2009, the patient was found to have renal cancer ("kidney cancer"). In 2009, the patient experienced raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("bladder or urinary problems or changes: uti"), pelvic mass ("large pelvic mass") and adhesion ("adhesive disease") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2009, hysterectomy with right salpingo-oophorectomy, (B)(6) 2011-left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, oophorectomy, renal cancer, raynaud's phenomenon, migraine, fatigue, weight increased, urinary tract infection, abdominal pain, pelvic mass and adhesion outcome was unknown. The reporter considered abdominal pain, adhesion, fatigue, migraine, oophorectomy, pelvic mass, pelvic pain, raynaud's phenomenon, renal cancer, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Pathology test - on (B)(6) 2009: specimen: cell block, pelvic washing microscopic diagnosis: negative for malignancy (specimen consists of macro phages, lymphocytes and occasional strips of reactive mesothelial cells). Specimen: ovary, right. Oophorectomy, tube. Uterus I cervix microscopic diagnosis: right ovary and fallopian tube, salpingo-oophorectomy fibrothecoma with focal areas of ischemic necrosis and hemorrhage negative for malignancy unremarkable fallopian tube microscopic diagnosis: uterus, hysterectomy. Cervix: cervix with no significant pathologic changes, negative for dysplasia or malignancy. Corpus: proliferative endometrium, negative for hyperplasia. Atypia or malignancy. Focal adenomyosis. Specimen: pelvic washing fluid cytologic diagnosis: reactive mesothelial cells, macrophages, neutrophils, and lymphocytes present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, urinary tract infection. Lot number: 623824, manufacture date:2007-03, expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: oophorectomy event added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') and renal cancer ('kidney cancer') in a 37-year-old female patient who had essure (ess205) (batch no. 623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation tests". The patient's concurrent conditions included obesity, ovarian cyst, incisional hernia, klebsiella pneumoniae pneumonia, asthma and headache. Concomitant products included hydromorphone hydrochloride (dilaudid). On (B)(6) 2007, the patient had essure (ess205) inserted. In may 2009, the patient was found to have renal cancer (seriousness criterion medically significant). In 2009, the patient experienced raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue"), urinary tract infection ("bladder or urinary problems or chnages: uti"), abdominal pain ("abdominal pain"), pelvic mass ("large pelvic mass") and adhesion ("adhesive disease") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2009, hysterectomy with right salpingo-oophorectomy, (B)(6) 2011-left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, renal cancer, raynaud's phenomenon, migraine, fatigue, weight increased, urinary tract infection, abdominal pain, pelvic mass and adhesion outcome was unknown. The reporter considered abdominal pain, adhesion, fatigue, migraine, pelvic mass, pelvic pain, raynaud's phenomenon, renal cancer, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: apr-2009, (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Pathology test - on (B)(6) 2009: 1. Specimen: cell block, pelvic washing microscopic diagnosis: negative for malignancy (specimen consists of macro phages, lymphocytes and occasional strips of reactive mesothelial cells). 2. Specimen: ovary, right. Oophorectomy, tube. Uterus I cervix microscopic diagnosis: right ovary and fallopian tube, salpingo-oophorectomy fibrothecoma with focal areas of ischemic necrosis and hemorrhage negative for malignancy unremarkable fallopian tube microscopic diagnosis: uterus, hysterectomy -cervix: cervix with no significant pathologic changes, negative for dysplasia or malignancy. -corpus: proliferative endometrium, negative for hyperplasia. Atypia or malignancy. Focal adenomyosis. 3. Specimen: pelvic washing fluid cytologic diagnosis: reactive mesothelial cells, macrophages, neutrophils, and lymphocytes present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, urinary tract infection. Lot number: 623824 manufacture date:2007-03 expiration date: 2009-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') and renal cancer ('kidney cancer') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation tests". The patient's concurrent conditions included obesity, ovarian cyst, incisional hernia, klebsiella pneumoniae pneumonia, asthma and headache. Concomitant products included hydromorphone hydrochloride (dilaudid). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient was found to have renal cancer (seriousness criterion medically significant). In 2009, the patient experienced raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue"), urinary tract infection ("bladder or urinary problems or changes: uti"), abdominal pain ("abdominal pain"), pelvic mass ("large pelvic mass") and adhesion ("adhesive disease") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2009, hysterectomy with right salpingo-oophorectomy, (B)(6) 2011-left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, renal cancer, raynaud's phenomenon, migraine, fatigue, weight increased, urinary tract infection, abdominal pain, pelvic mass and adhesion outcome was unknown. The reporter considered abdominal pain, adhesion, fatigue, migraine, pelvic mass, pelvic pain, raynaud's phenomenon, renal cancer, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Pathology test - on (B)(6) 2009: specimen: cell block, pelvic washing. Microscopic diagnosis: negative for malignancy (specimen consists of macro phages, lymphocytes and occasional strips of reactive mesothelial cells). Specimen: ovary, right. Oophorectomy, tube. Uterus I cervix. Microscopic diagnosis: right ovary and fallopian tube, salpingo-oophorectomy. Fibrothecoma with focal areas of ischemic necrosis and hemorrhage. Negative for malignancy. Unremarkable fallopian tube. Microscopic diagnosis: uterus, hysterectomy. Cervix: cervix with no significant pathologic changes, negative for dysplasia or malignancy. Corpus: proliferative endometrium, negative for hyperplasia. Atypia or malignancy. Focal adenomyosis. Specimen: pelvic washing fluid. Cytologic diagnosis: reactive mesothelial cells, macrophages, neutrophils, and lymphocytes present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, urinary tract infection. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs & medical record received: lot no added. Event injury was replaced with pelvic pain. Ess305 updated to ess205. New events - autoimmune disorder type of disorder: raynaud, bladder or urinary problems or changes - uti, migraines / headaches, kidney cancer, fatigue, weight gain, abdominal pain and plaintiff did not undergo an essure confirmation tests were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, concomitant drugs were added. Case is now incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.